Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by stomach pain and cloudy drain coincident with peritoneal dialysis (pd) therapy. The next day after the onset of peritonitis, the patient went to the pd clinic. The patient was not hospitalized for the event. On an unreported date, the patient was treated with tobramycin ip 30 mg once daily for the event. The cause of peritonitis was unknown. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.